Event description:
It was reported the customer was hospitalized on (B)(6) 2014 for diabetes ketoacidosis. Blood glucose at the time of admission was around 500 mg/dl. The customer stated their hospitalization was not caused by a malfunction with the insulin pump. It was found the customer was fighting off an infection and as a result, their white blood cell count was high. The customer also stated their high white blood cell count caused their body to resist the insulin. The customer also stated their insulin pump was removed from them when they were admitted into the hospital. The customer was treated with an insulin IV drip. The customer declined to troubleshoot for the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).